Event description:
(B)(4). Event occurred in the united states. It was reported that the patient's blood glucose level was more than 30.0 mmol/l, which was suspected to be due to a kinked infusion set that had been in use for less than a day. The patient tried to self-treat it with a correction bolus. On (B)(6) 2019, around lunch time, the patient was admitted to the hospital with diabetic ketoacidosis. As corrective treatment, the patient received insulin infused drip and injections and there was no permanent damage to the patient. It was reported that the patient remained hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.